Event description:
A company representative reported that a mesa screw fractured approximately two years post-operatively. Revision surgery has not taken place nor been scheduled.

Event description:
No new information.

Manufacturer narrative:
Additional data: d6a. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.